Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the inform system within 10 minutes: > 33.3 mmol/l and 6.3 mmol/l. No adverse event reported. Requested return of the alleged device; however, strips are not available for return.